Event description:
The report received from the mother of a pt indicated that the pt had a stent placed in 2006, but the stent did not work according to the mother. The stent was then cut out via surgery. The 2nd attempt to place a stent was left in place, but the reporter is unsure if that one worked. However, the mother is concerned since she is saying that her son is disabled from the waist down, which occurred after the procedure. The patient underwent physical therapy for 6 months with suspicion of possible nerve damage at the base of the spine. Information gathered from the physician indicates that the stents were used in an attempt to repair a severe coarctation in the patient's aorta. The first stent attempted was a 29 x 10mm palmaz genesis biliary stent on an unk pta balloon. The balloon was pressurized and held pressure well, but the coarctation was so tight that the stent could not expand much at all. Therefore, the physician pulled the sds back to the level of the diaphragm and deployed it fully within the proximal abdominal aorta. After this, a second attempt to stent the coarctation was made with a 39 x 10mm palmaz genesis biliary stent, again on an unk pta balloon.

Manufacturer narrative:
Again, the unit took pressure well, but the coarctation was so tight that the stent could not expand off the balloon. Inflation pressure was then increased to very high level, but this resulted in the ends of the stent over-expanding, with the middle portion not dilating due to the coarctation. Feeling that it would be risky to attempt to withdraw the stent, and knowing that the coarctation would now need to be treated surgically, the physician left the stent where it was, anchored it in place with a guidewire, and removed the balloon catheter. At this point, the patient went for aortotomy, and the pg3910 stent was extracted just prior to excising to coarctated segment of the aorta. The physician strongly stated that he does not feel the two palmaz genesis stents failed to perform up to their expectations. He went so far as to state that he thinks they are excellent products. He feels that the problems experienced were related to the coarctation being very tight and discrete. He further stated that the nerve damage mentioned by the reporter's mother had nothing to do with the stents of the stenting procedure, but was complication of the surgery on the coarctation. He related that his colleague had recently done a stress test on the patient, which he did fine on, and that the nerve damage has resolved. Please note that multiple attempts have been made to reach the initial reporter, and no response has been forthcoming. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.